Manufacturer narrative:
The large hem-o-lok clip applier was analyzed and failed the mechanical engagement when placed on the in-house system. The large hem-o-lok clip applier inputs failed to engage with the sterile adapter on multiple attempts. A review of the logs showed an error code 22020, indicating engagement failure on universal surgical manipulator (usm) 4. The large hem-o-lok clip applier instrument also had multiple input disks broken. Input disk #7 was found completely detached from the housing. Hairline cracks were found on input disk #6. The complaint was confirmed based on failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip would not engage with the large hem-o-lok clip applier instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. There was no harm or injury to the patient. The instruments were inspected prior to use with no noted damage. The issue occurred while attempting to clamp onto a vessel or tissue bundle. The type of clip was a hem-o-lock large by teleflex. The vessel or tissue bundle was not greater than the specified diameter suggested by isi. The issue was resolved by using a backup instrument. The instrument was returned for analysis.